Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional that the device broke during his case while he was using it. There was no patient impact. No broken pieces of the reported product remain inside the patient's body. There was no intervention performed. The device had contact with the patient. The procedure was completed with backup product(s) with 15 minutes delay.

Manufacturer narrative:
H3 the product analysis result indicates that a residue consistent with biological contaminants was found on the device. The inner shaft broke 0.56" from the distal face of the inner hub, which would have resulted in the reported malfunction. There were striations around the outside diameter of the breakpoint, indicating metal on metal contact during use. The breakpoint corresponds to the proximal end of the outer tube in the front hub. There was no damage to the distal tip. When viewed under magnification, deformation and indentations of the front hub locking area were consistent with aggressive use. There were no bends or signs of concentricity issues. The information indicates excess pressure was applied while in the handpiece during rotation which caused the deformation of the locking area, which then caused the inner shaft and outer tube to rub together until the inner shaft broke. There was no indication of device fragments, and the breakage would have been contained by the outer tube and the handpiece. There were no signs of heat deformation or discoloring. The IFU warns that excessive pressure applied to a bur/blade may cause a fracture. H6: additional information suggest that fdm b21 , fdr c21 and fdc d16 are no longer applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available as of the date of this  report.  A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up it was reported that the blade was broken while using it on a patient. The metal broke off near the part that attaches into the handpiece. There was no fragment detached or came off of the broken device. The surgery was delayed due to a new blade was obtained and switched the broken one for the new one.